Manufacturer narrative:
Evaluation summary it was caused due to an excessive force on the ift and a fluid damage in the scope. In addition, we confirmed that the operation channel damage, the root brace rubber flexible tube torn, the ccd module failure, the lcb damage, the control body assy complete damage, and the u/d and r/l puller wires stretch; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. There is a bump at distal side of the ift at 9 cm.